Manufacturer narrative:
Product ID: 3387s-40, lot# v378034, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that the patient had a system with a lead in the subthalamic nucleus ¿not well placed¿. The system was removed and new system was put in with the lead in the globus pallidus. Additional information has been requested,but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).